Manufacturer narrative:
(B)(4). Medical devices: guide wire: runthrough, guide catheter: heartrail il3.5, stent: 3.0 x 23 mm xience xpedition. Evaluation summary: the device was returned for evaluation and abbott vascular (av) confirmed the reported leak and determined that the leak was coming from the stopcock. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Further assessment was performed and identified a potential product deficiency related to the manufacture of the device. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported the procedure was performed to treat a concentric lesion with mild tortuosity, mild calcification and 90% stenosis in the proximal left anterior descending (lad) coronary artery. A 3.0 x 23 mm xience xpedition stent delivery system (sds) was advanced to the target lesion. The xience xpedition sds was prepped inside the patient anatomy using a 20/30 indeflator several times, but the air could not completely be removed. However, the xience xpedition stent was successfully deployed using the same reported indeflator. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that the stopcock leaked.